Event description:
It was reported that the user experienced a low blood glucose while exercising in a barn and did not pause the ilet, which led to hypoglycemia; the user treated with leftover pasta and was new to the ilet, and no device component issue was identified. Symptoms included hypoglycemia with a lowest continuous glucose monitor reading of 53 mg/dl, followed by recovery as glucose trended upward. Outcomes included no clinical signs, symptoms, or conditions and no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure, and no device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.